Event description:
A distributor complaint was reported regarding a malfunction alarm with a pump in norway on (B)(6) 2025. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to switch to a multiple daily injection therapy to ensure continued insulin delivery. Technical support guided the customer to place the malfunctioning pump into storage mode before returning it for a replacement, which would be shipped with a pre-paid label. The customer understood and acknowledged these instructions.